Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. Unknown, femoral stems, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, about 9 years post-implantation, they had a revision due to stiffness with the knee stuck in flexion. The surgical technique was utilized; there was no surgical delay. All available information has been provided.